Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that in-stent restenosis occurred. In (B)(6) 2015, the patient underwent a percutaneous coronary intervention (pci) in the ostial left anterior descending artery (lad) with the implantation of a 3.00x20mm promus element drug-eluting stent. The patient was stable at the end of the procedure. In (B)(6) 2015, the patient presented with chest pain and check angiography revealed in-stent restenosis in the previously implanted 3.00x20mm promus element stent. The patient was then advised to undergo coronary artery bypass graft (CABG). No further patient complications were reported and the patient's status was stable.